Event description:
Subsequent to the initial medwatch report, the following is corrected information, a cuff miss had not occurred.

Event description:
It was reported that a cuff miss occurred during attempted suture placement in the right common femoral artery using the preclose technique prior to a coronary intervention procedure. The arteriotomy was 6fr and during the procedure the sheath was upsized to a 17fr. Reportedly, after inserting the device into the sheath, the white suture was noticed sticking out of the sheath. A second proglide was used for successful suture placement. The procedure was completed and hemostasis was achieved with the second proglide device. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: a cuff miss had not occurred. Evaluation summary: the device was returned for evaluation. The plunger was still in pre-deployed position. The link was found untucked, which confirmed the report of the white suture sticking out of the sheath. Based on visual analysis of the returned device, the cause of the incident was related to the operational context. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.